Event description:
Information was received based on review of a journal article on the use of the taperloc microplasty femoral stem. The objective of this study was to clarify the necessity of the standard length stem in tapered-wedge stem. The study involved (94) ninety-four patients (107 hips, 13 bilaterals) who were implanted between (B)(6) 2010 and (B)(6) 2011. Authors reported no stem subsidence, dislocations, or infections. The article reported the following events and/or revision procedures occurred: one intraoperative femoral fracture salvaged with circular wiring. One femoral fatigue fracture. One pulmonary embolism.

Manufacturer narrative:
The information being reported was found in a journal article titled "experiences of short stem: is standard stem necessary in tha using tapered-wedge stem?. " j bone joint surg br 2012 vol. 94-b no. Supp xl 128. Current information is insufficient to permit a conclusion as to the cause of the events. Event details and product identification was not provided for the revisions mentioned in the journal article, therefore, the following sections could not be completed: dates of events - unknown. Expiration dates - unknown. Dates implanted - unknown. Dates explanted - unknown. (B)(6). Manufacture dates - unknown it is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.